Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3007566 237-2017-03905 for concomitant ins information and issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that troubleshooting/diagnostics performed to resolve the issue included programming by the neurologist and a CT scan of the head to check placement (results not reported). As an action performed, the voltage was turned up to the ¿max¿ on the first implantable neurostimulator (ins). There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2017, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that since the patient had their second implant in (B)(6) 2017, the effectiveness of the first ins has faded away. The patient has gotten worse every day, right hand shakes violently, can hardly feed themselves, and speech and balance were affected. It was noted the physicians told the patient this was a possibility. The lead wire positioning was good and both devices looked good, so the physicians did not know why therapy was not working for the patient. Actions taken include the patient turning therapy off on the left side in (B)(6) because it was not effective and oral medication was increased. No further complications were reported.